Event description:
It was reported that the footswitch was giving error code six during use on the procedure. The customer would flex the cable to get it working but the error 6 would soon reappear. They replaced the entire system and the 2nd system had the similar problems. The doctor continued using the system until the completion of the case. There was no pt consequence.